Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device noted that one of the tubes was separated from the microbore bifurcated y junction. The tubing was supposed to be connected to the y junction with solvent bonding. The separated tubing was microscopically examined, and a slight amount of solvent was identified at the tubing end. The separated occurred due to a lack of solvent; however, the cause of the lack of solvent is undetermined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the extension piece tubing at the y-site of a y type micro extension set broke during infusion. The extension piece had been attached to the catheter of a peripheral IV line. The reporter stated that the ¿extension piece tubing broke, creating an open system and the line filled with blood.¿ the reporter stated that they were able to save the line by replacing the extension piece. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.